Event description:
It was reported to philips that the device froze during the operational check. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Correction to add "usage of device"